Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), swelling ("swollen"), paraesthesia ("tingling on left side"), menopausal symptoms ("menopausal symptoms") and contusion ("unknown brusing on left side"). The patient was treated with surgery (essure removal). At the time of the report, none of the outcomes for these events were known. The reporter considered contusion, menopausal symptoms, paraesthesia, pelvic pain and swelling to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swollen"), paraesthesia ("tingling on left side"), menopausal symptoms ("menopausal symptoms") and contusion ("unknown brusing on left side"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain, paraesthesia, menopausal symptoms and contusion outcome was unknown. The reporter considered contusion, menopausal symptoms, paraesthesia, pelvic pain and swelling to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. 789036e) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of varicose veins stripping (segmental excision vein of leg (B)(6) 2017) in 2013 and obesity, mastodynia, migraine and hyperlipidemia. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), swelling ("swollen"), paraesthesia ("tingling on left side"), menopausal symptoms ("menopausal symptoms") and contusion ("unknown bruising on left side"). The patient was treated with surgery (salpingectomy with cornuectomy and essure coil removal). At the time of the report, the outcomes for pelvic pain, paraesthesia, menopausal symptoms and contusion were unknown. The reporter considered contusion, menopausal symptoms, paraesthesia, pelvic pain and swelling to be related to essure administration. The reporter commented: on (B)(6) 2012, essure devices deployed into the left and right ostia. Left ostium 2 coils, right ostium 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2021: normal. [Pregnancy test urine] on (B)(6) 2012: negative. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-nov-2022: medical records received ¿ reporter¿s information updated and a new reporter was added. Patient¿s medical history and lab data information, lot number 789036e and additional details about essure removal surgery were provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. 789036) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of varicose veins stripping (segmental excision vein of leg (B)(6) 2017) in 2013 and obesity, mastodynia, migraine and hyperlipidemia. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), swelling ("swollen"), paraesthesia ("tingling on left side"), menopausal symptoms ("menopausal symptoms") and contusion ("unknown brusing on left side"). The patient was treated with surgery (salpingectomy with cornuectomy and essure coil removal). At the time of the report, the outcomes for pelvic pain, paraesthesia, menopausal symptoms and contusion were unknown. The reporter considered contusion, menopausal symptoms, paraesthesia, pelvic pain and swelling to be related to essure administration. The reporter commented: on (B)(6) 2012, essure devices deployed into the left and right ostia. Left ostium 2 coils, right ostium 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2021: normal [pregnancy test urine] on (B)(6) 2012: negative ~lot number: 789036, manufacture date: 2010-10, and expiration date: 2013-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-dec-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. 789036) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of varicose veins stripping (segmental excision vein of leg (B)(6) 2017) in 2013 and obesity, mastodynia, migraine and hyperlipidemia. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), swelling ("swollen"), paraesthesia ("tingling on left side"), menopausal symptoms ("menopausal symptoms") and contusion ("unknown brusing on left side"). The patient was treated with surgery (salpingectomy with cornuectomy and essure coil removal). At the time of the report, the outcomes for pelvic pain, paraesthesia, menopausal symptoms and contusion were unknown. The reporter considered contusion, menopausal symptoms, paraesthesia, pelvic pain and swelling to be related to essure administration. The reporter commented: on (B)(6) 2012, essure devices deployed into the left and right ostia. Left ostium 2 coils, right ostium 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2021: normal [pregnancy test urine] on (B)(6) 2012: negative according to bayer qa, the lot number reported (789036e ) - most likely batch number (789036 - manufacture date: 2010-10, expiration date: 2013-10) added. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. The ptc investigation was conducted and the outcome of the investigation resulted in an unconfirmed quality defect. The following amendment was made: correction of ptc result text. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.